Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0sza2, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that there was a shocking sensation at the implantable neurostimulator (ins). Impedance measurements were taken and the rep reported normal results. The rep received a call from the physicians assistant (pa) who reported that the patient was feeling a shocking sensation during the night when she rolled over and was laying on the implantable neurostimulator (ins). This started two weeks ago. It was unknown if the patient was experiencing symptoms when the ins was off. The rep reported that the patient was having a good therapy response. The patient was not feeling stim so the rep instructed the pa to increase stim. They were at 1.1 volts and they increased it to 1.3 volts. The patient was feeling stim in the appropriate location. It was unknown if there was any recent electromagnetic interference (emi) environmental exposure. There were no falls/trauma that could be related to the issue. All settings were normal. The patient was rescheduled for a two week follow-up appointment to evaluate how things were working with the change to settings and the shocking. This was considered a sudden change in therapy/symptoms. After follow-up with the health care professional (hcp), the site of stimulator was padded and they would observe. The cause of the shocking sensation was not determined. The indication-for-use (IFU) was fecal incontinence and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.